Event description:
Diagnosis or reason for use: IV fluids. Event abated after use stopped or dose reduced: yes. IV catheter sheered causing an IV infiltration. Patient IV inserted (B)(6) 2014 and removed same day.